Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation noted the complete lead was returned. The conductor coils were stretched and deformed at 485-495mm from the terminal pin. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one month post implant, likely due to the patient having high pulmonary pressure. As a result, loss of capture (loc) was observed. A lead revision procedure was performed were this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.